Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt is implanted with two leads from the same lot. It was reported the pt was receiving inadequate coverage. An sjm rep resolved the issue via reprogramming. X-rays were taken and revealed one of the leads had migrated. Regardless, pt's scs system performs as intended.